Manufacturer narrative:
D2b pro code: dsk.

Event description:
It was reported that an incorrect measurement occurred. An avvigo plus system was selected for examination of the target lesion. During the procedure, the avvigo plus system experienced a pullback error which led to the longview measurements potentially being incorrect. It was also noted that the scrubber could not reach the end of the long axis on the review screen. There were no patient complications.